Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 300 mg/dl. Reportedly the customer continued to use the pump and had manual injections for continued insulin therapy.